Event description:
Reportedly, the instrument's jaws did not fully close when firing the device across the bowel. Once the instrument was fired and removed from the site, the surgeon tested the staple line for leaks. A leak was detected and the dr decided to perform a mini-laparotomy to maintain hemostasis and close the enterotomy using silk sutures. The dr again tested the suture line for leaks and no leakage was detected and the case was completed without further incident. Procedure: laparoscopic sigmoid colectomy.